Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead I was using broke into two pieces [device breakage], no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the oral-b dual clean brushhead she was using with an oral-b rechargeable toothbrush, version unknown broke into two pieces. She noted that the logo did not scratch off with a dime. No symptoms developed.